Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative regarding a patient who was receiving fentanyl [4500 mcg/ml] at a dose of 3497 mcg/day and bupivacaine [12.8 mg/ml] at a dose of 9.9 mg/day via an implantable pump for failed back surgery syndrome and spinal pain. It was reported on (B)(6) 2017 that the issue being reported was a pump alarm and mild symptoms of withdrawal. A stalled pump was noted. The date of the event was (B)(6) 2017. There were no known environmental/external/patient factors that may have led or contributed to the issue. No diagnostics or troubleshooting was performed. The pump was completely explanted and replaced on (B)(6) 2017 as surgical intervention taken to resolve the issue. The patient¿s weight was (B)(6) lbs. At the time of the report the issue was resolved and the patient status was ¿alive ¿ no injury.¿ no further complications were reported or anticipated.

Manufacturer narrative:
Analysis of the pump found gear train anomalies due to corrosion, wear and/or lubrication, and a stall due to shaft-bearing. If information is provided in the future, a supplemental report will be issued.